Event description:
Additional information received confirmed that the implantable cardioverter defibrillator (ICD) exhibited over-sensing of noise and as a resolution programming changes were made.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited sensing of noise. Further information was requested but not received.